Manufacturer narrative:
Voluntary medwatch received mw5155505.

Event description:
It was reported via voluntary medwatch that under/over-sensing was noted on the right atrial (ra) lead. The under-sensing resulted in arrhythmia and inappropriate atrial pacing.